Manufacturer narrative:
(B)(6). Investigation summary: bd had not received any samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of missing gel with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot number and no issues were identified. Investigation conclusion: as bd had not received a sample or photo from the customer facility for investigation, the customer¿s indicated failure mode of missing gel with the incident lot was not observed. If samples are received in the future, this investigation shall be updated. Root cause: there was no sample or photo available for evaluation. Based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gel was missing or insufficient from the bdvacutainer® plastic sst ii advance tube with gold hemogard closure. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: bd had received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient gel separator quantity with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for insufficient gel separator quantity with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.